Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the o2 low flow was damaged. The device evaluation is still ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. Additionally, the speaker wires were disconnected and once reconnected, they operated as they should. The communication cable was not properly connected to the interface pca and once connected, they communicated as they should. The inlet air path assembly and removable air path foam were replaced. The oxygen connector kit and enclosure feet were replaced. The feet were missing.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the o2 low flow was damaged. A test failure issue was observed. The device¿s active exhalation control module would need replaced to address the issue. No repairs performed. The unit will be scrapped. Additionally, the speaker wires were disconnected and once reconnected, they operated as they should. The communication cable was not properly connected to the interface pca and once connected, they communicated as they should. The inlet air path assembly and removable air path foam were replaced. The oxygen connector kit and enclosure feet were replaced. The feet were missing.